Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer functioning as intended. The physician determined that the pump needed to be replaced. The pump was explanted and replaced, and there were no patient complications reported.